Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The target lesion was located in a fibrotic, right coronary artery (rca). The 2.5mm x 15mm apex monorail balloon was advanced to the lesion. The balloon was inflated to 6 atms and ruptured. The number of inflations and to what atmospheres is unknown. The procedure was completed with a 2.5mm x 15mm maverick balloon. No patient complications were reported and the patient's current status is reported as ok.